Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The patient presented on (B)(6) 2018 for lead revision procedure. During the procedure, the physician had difficulty unscrewing the lead from the pulse generator. Once the lead was removed from the device and was capped on (B)(6) 2018, a new lead was inserted into the device. However, the set screw would not tighten. The device was also removed. The device and lead was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported event was confirmed, and it was determined to be a user related issue. The device was otherwise normal.